Event description:
The surgeon used the ns instrumentation to mark placement of the burr holes. The patient and egps were draped and the igee was verified by the scrub tech. The egps was pushed in with the o-arm still in scan position to allow for evaluation shots. Once the incision/approach was completed, the arm was brought in along the vim r trajectory. As the surgeon placed the cannula in the central trajectory, the entry point appeared to be close to the posterior edge of the burr hole cover. As the surgeon inserted the cannula, he bovied the cannula which caused the egps screen to temporarily black out during the bovie usage when the cannula was seated, an o-arm spin was performed to check cannula placement. The cannula trajectory was off with the entry point posterior and the trajectory pointing anterior. The tip of the cannula (planned for 10mm above target) presented a deviation of e/ 11.5 and e/1.4. Landmark checks were performed again and it appeared that the center of the burr hole showed anterior of the planned trajectory on the screen. A sterile registration was then performed but following the transfer of the spin and confirmation of the fiducials, the egps presented an error stating that the drb placement was "unreliable" and their ict visibility appeared to be flickering in and out. We were unable to transfer the registration. The surgeon decided to attempt to clean the spheres on the ict, leading the csr to recommend performing another sterile registration spin as the ict visibly bounced when the surgeon cleaned the spheres. A second sterile registration was performed with no movement. The data was transferred and the fiducials were confirmed. The surgeon approved of the merge and performed landmark checks. The arm was moved back to the vim r trajectory and the cannula was placed. The surgeon confirmed that the trajectory led to a new entry point. The surgeon again bovied the cannula, causing the egps screen to go temporarily black. An o-arm spin was performed following the seating of the cannula. The cannula was off again, more medial to the planned trajectory with a deviation of e/13.0 and e/ 2.8. The cannula was parallel to the trajectory. The surgeon bailed on egps and switched over to the stealth system. During registration of each burr hole, the abbot representative stated that the off-set of the burr hole placement was 0.3/0.5mmon the planned trajectories, when typically, they observe 1.5mm offset for this. It was stated that the burr hole placement under egps guidance was extremely accurate.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of a navigation integrity for engineering evaluation did not find a system malfunction. Investigation of the case logs determined a root cause traced to user technique. Investigation of this case revealed a rotational shift of the mayfield fixation pins between the intra-operative and evaluation cts. This would indicate a shift of the patient or fixation device which can lead navigational inaccuracies. Ultimately, this case was completed with no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.